Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient¿s implantable neurostimulator (ins) had reached end of life (eol). It was stated that the depletion of the ins was ¿not expected two years after implantation. Impedance testing was performed and found that none of the impedance values were out of range. The patient¿s ins was replaced as a result of the event. There were ¿no¿ patient symptoms or complications associated with the event and the patient was alive with no injury at the time ofreport. Additional information was requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient was ¿fine¿ with their replacement ins and was receiving effective therapy.

Manufacturer narrative:
Device analysis for ins (B)(4) revealed no significant anomaly. The battery reached normal end of life. Telemetry and output was okay.